Event description:
The customer contacted us saying that she had experienced swelling immediately upon inserting her cup that caused a sensation of needing to urinate more frequently. She has not yet spoken to her doctor and does not have a silicone allergy to her knowledge. She has used other menstrual cups in the past.